Manufacturer narrative:
The device was returned for analysis and an x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a 31 joule shock that resulted in a shorted shock lead fault. A shock impedance of less than 20 ohms had been recorded during the 31 joule shock. Lead replacement had been recommended again at the time of device changeout, however records indicate this lead remains in service with another manufacturer's device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached battery capacity depleted and a manual capacitor reformation could not be completed. Additionally, a message was displayed indicating a charge time out occurred. The patient reported they had heard a pop, but it was unknown if they had received a shock. Boston scientific technical services (ts) discussed a possible shorted lead condition with this implantable defibrillation lead. Device and lead replacement were recommended. This device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.